Event description:
It was reported that the patient had presented remotely via merlin.net. Transmissions showed that the loop recorder had exhibited noise oversensing, which resulted in an atrial fibrillation (af) episode. The cause was suspected to be environmental noise or electrical interference (emi). No programming changes had been made. The patient was in stable condition.